Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review. Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product information and return, pre and post operative x- rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to a loose shell. A 56mm shell with 5 screws, poly liner, biolox ceramic head and sleeve were revised to a 58mm tritanium shell with 5 screws, 10° eccentric liner, and a metal head (there were no allegations against the liner, head, or sleeve). Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.